Event description:
We have two children and both use a bedwetting alarm. One of our son's alarm has developed a defect and it would get very hot within a few mins of use. I overlooked it and thought that this may be normal operation and placed on my son. I regret that. He was in pain and crying when I checked on him. He had removed the alarm from his body and I noticed a big red scar on his neck area where the alarm connects. The alarm got so hot under usual operation and somehow burnt my son's neck. The other alarm was operating fine, but was warm too. I treated my son at home and he will recover. It is important to note the device failure though.